Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
Sales rep reported on behalf of the surgeon that the strike plate 653461 had come away from the retractor/impactor 1440-1020. There has been pt involvement, but no adverse consequences, medical intervention or delay were reported with this event.